Event description:
During a users' group meeting held at optimedica headquarters in (B)(4), on 04/18/2013, optimedica became aware of a surgeon who had encountered anterior capsule tears in multiple pts during a recent study, but the extent and quantity of the tears were unk at that time. On 04/22/ 2013, at the (B)(4), the same surgeon presented (B)(4): in that presentation, the surgeon reported that (B)(4) (consisting of 399 eyes) encountered eight anterior capsule tears and (B)(4) (consisting of 688 eyes) involved thirteen anterior capsule tears. (B)(4) treatments were performed solely using the catalys system manufactured by optimedica, while (B)(4) data included treatment results derived from the catalys system as well as another MFR's commercial laser platform. It was unclear in the presentation as to which anterior capsule tears described in (B)(4) were specifically ascribed to the catalys system. It was also unclear if (B)(4) is included in (and therefore a subset of) (B)(4).

Manufacturer narrative:
Investigation of the anterior tears reported by the surgeon in the (B)(4) presentation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.